Event description:
It was reported that during a pulsed field ablation procedure, when removing the loop catheter, the slider would not fully advance causing a small loop at the end of the catheter. In addition, it was difficult to retract the loop catheter into the sheath. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012400111 was returned and analyzed. Visual inspection of the catheter was performed and it was received without the guidewire threaded through it. The guidewire lumen was retracted but showed no damage to the array loop assembly. The slide control function was stiff, despite attempts to soften the guidewire lumen using disinfectant to dilute potential dried blood. The sliding motion was limited towards the end of the stroke. While the guidewire lumen could be fully extended manually from the tip and retracted using the slide control, resistance and stiffness were noted during attempts to extend it with the slide control. The steering function was normal, with the distal catheter tip showing approximately 170° rotation in both directions. Data from the catheter identification chip confirmed its use on the reported event date. The catheter was r eprogrammed before being connected to the generator via a catheter interface cable, allowing successful therapy deliveries. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray and optical inspection was performed and the difficulty in extending the guidewire lumen was identified through x-ray imaging, which showed entangled electrode wires within the shaft. Upon dissection, the entangled wires were located approximately 9.25 to 9.65 inches proximal to the distal end of the dual-lumen. This entanglement was the source of the issue, interfering with the normal function of the sliding mechanism. Once these entangled wires were removed, the sliding mechanism regained its normal operation, allowing for the full extension and retraction of the array without any restrictions. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.